Event description:
It was reported that the customer's insulin pump alarmed no delivery. During troubleshooting the infusion set appeared to be working as designed, and a manual bolus resulted in no further alarms. However, it was reported that the customer had had previous no delivery alarms related to infusion sets. Troubleshooting could not be completed without the alarms, so it was advised to call the global helpline if the issue recurred. The customer's reported blood glucose value was 4.8 mmol/l. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.